Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer drank water to address bg level. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.